Manufacturer narrative:
The lot number is unknown, therefore the device history record could not be reviewed. Since the product has not been returned for evaluation, further investigation into a root cause is not possible. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
D1. Brand name from: unknown disposable pack to stellaris phaco premium pack with mics needle. D4. Model no. From: unknown to bl5114. D4. UDI from unknown to (B)(4). H10: from: the source and origin of the particle cannot be determined, as there is no traceability to any product ID or lot number to the source and origin of the particle cannot be determined, as there is no traceability to any lot number.

Manufacturer narrative:
None of the pack components were returned for evaluation. One small plastic vial with an orange lid was returned in a plastic bag that was wrapped in bubble wrap. The vial is filled with an unknown fluid. There is a semi-clear or translucent particle floating in the vial. The particle is hard to the touch. It is approximately 846 microns wide by 877 microns long. The source and origin of the particle cannot be determined, as there is no traceability to any product ID or lot number.

Event description:
The user facility in the united kingdom reported that some hard plastic came out of one of cartridge sets. The surgeon retrieved the plastic out of the patient''s eye without causing any damage or impact to the patient. The procedure was prolonged for about 1-2 minutes and the surgery was completed without additional anesthesia usage. The product number is still unknown and is pending return.

Manufacturer narrative:
The device has been requested for evaluation. The investigation is ongoing.